Manufacturer narrative:
Investigation summary: bd received five photos for investigation. The photos were reviewed and fm(foreign matter) was observed. The photos show a tube with what seems to be a singular eps bead in the separation gel, and on the health care worker's glove once extracted. Additionally, a total of 30 retained samples were visually inspected for fm and additive abnormality, and none of the retained samples failed inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for foreign matter(fm) based on the photos provided. This complaint is unable to be confirmed for an additive abnormality. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Report 3 of 3 it was reported while using bd vacutainer® sst¿, additive abnormalities presenting as white particles are seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® sst¿, additive abnormalities presenting as white particles are seen inside of an unspecified number of tubes. No adverse impact was reported regarding the patient or user.